Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the safe-t-pro device. Caller states that there were three occurences of lancets not retracting, and one incident of a staff member being stuck with a protruding lancet after sticking a patient. Staff member was given a blood test for bloodborne pathogens, which was negative. No further medical attention was needed or sought. No adverse event reported. Requested return of suspect device and replacement was sent.